Event description:
It was reported multiple alarms related to an occlusion issue in their insulin pump, specifically an alarm 2 followed by alarm 26. Despite the occlusion, there was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through various troubleshooting steps, including reconnecting tubing and delivering boluses, which confirmed a blockage in the cartridge. The customer changed supplies as necessary and resumed insulin therapy.